Manufacturer narrative:
Concomitant medical products:¿ information references the main component of the system. Other relevant device(s) are: controller 97 35824 em s8 svc and em intfce 9735825 s8 em instr intfce. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that despite appearing connected on equipment page of workflow, the emitter does not appear at all on registration task and no instruments are tracked. Problem resolves itself after a full system reboot. Site reported that the issue is now occurring during every procedure. There was no patient involved.

Manufacturer narrative:
H3/h6: a medtronic representative went to the site to test the equipment. There was an intermittent localizer message on the system. Components were replaced. The system was tested and the issue did not replicate. Codes b01, c07 and d02 apply to this system checkout. The electromagnetic (em) controller was returned to the manufacturer for analysis. Analysis found that the reported complaint was unable to be confirmed. The unit was performing as intended and no failures were found. Codes b01, c19 and d14 apply to this analysis. The em interface was returned to the manufacturer for analysis. The em interface was bench tested and no issues were observed. All ports tracked as intended. Codes b01, c19 and d14 apply to this analysis. D9: product ID: 9735824 was returned on 11/15/2022 and product ID 9735825r was returned on 12/5/2022. The lot number of product ID 9735824 was received. The lot number is: 603000061. The lot number of product ID 9735825r was received. The lot number is: 603000092. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.